Event description:
Patient was turned for routine care approximately 4 hr post-operatively (s/p attempted tracheal dilatation and open tracheostomy) the tracheostomy tube became dislodged while the patient was on their side and coughing. It was unable to be replaced. A standard endotracheal tube was placed (#6.0). The patient showed no neurological activity post event and expired in 1/2005.